Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the device. To date no device has been received. If the device is received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during the right hemihepatectomy surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/4/2020. D4: batch # t5dk6x. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.